Manufacturer narrative:
B2: date of death: unknown. D6b: explanted date: unknown if the device was explanted. E1: contact: unknown. E3: occupation: marketing specialist. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The distributor reported that on monday, (B)(6) 2024, an angio-seal device was used to achieve hemostasis after using an aspiration catheter (9 fr) to remove a thrombus from a cerebral vessel in an emergency case. Primary disease was reported to be cerebral infarction. The procedure puncture site was the right femoral artery. The patient was over (B)(6) years old and had a severely tortuous femoral artery. After the angio-seal device was used at around 10:00 pm, the patient was directly transferred to the ward (or possibly intensive care unit). The next morning, bleeding was observed from the puncture site, and surgical treatment was urgently performed. It was reported that the angio-seal anchor had moved to the peripheral vessel. Patient died of causes other than the post-procedure bleed. It is unknown whether a pre-deployment angiogram was performed. The size of the sheath used is unknown. It is unknown whether the puncture site was distal or proximal to the inguinal ligament of the right common femoral artery. The vessel diameter is unknown. The patient's pre-procedural condition, current medications (include dosages), blood loss and relevant medical history are all unknown. The cause of death, physician's comments on causality and autopsy are all unknown. The date of death is unknown.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for the alleged post deployment harm, and the likely cause was determined to have been a combination of factors such as patient comorbidities and use against the instructions for use (IFU) indications. The exact root cause cannot be determined. The relationship of the device to the reported event of death cannot be substantiated based on available information. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).